Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2021 - 00307

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2021 - 00307

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR review was unable to be performed as the lot number for the device is unknown. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Event date (B)(6) or (B)(6) of 2018. Concomitant medical products: 00801802802 ¿ cocr head ¿ unknown lot, 00500104728 ¿ bipolar liner ¿ unknown lot, 00500104700 ¿ multipolar cup ¿ unknown lot. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00751, 0001822565 - 2019 - 04477, 0001822565 - 2019 - 04478.

Event description:
It was reported that patient is experiencing aches and pains, loss of balance, difficulty walking, chronic fatigue, stomach upset, reflux, erratic blood pressure, spasmodic confusion, headaches, and heart thumping approximately 5 or 6 months post right hip bipolar arthroplasty. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.